Event description:
It was reported the pt has not use his scs system in a "couple" of years. It was also reported the pt is unable to establish communication with the scs ipg. Subsequently, the pt wants the scs system explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.